Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said a representative came in surgery room with doctor last monday the 5th they believes. Rep set stimulation low. Yesterday the pain just disappeared. Patient then turned it up to 7.0 and felt nothing. They have always felt the stimulation and it just disappeared. Patient said, they felt stimulation for 15 years. They have done everything and can't feel anything. The stimulation totally stopped yesterday. Before that they felt the pain in the butt. When they are referring to pain they are referring to the stimulation. Agent did not ask about the circumstances that led to the reported issue. Agent asked if they had any fall or accidents and they said no. The issue was not resolved through troubleshooting. Sending message to the field representative to text or email the patient back because the patient is hearing impaired. Patient wants to know if rep will be at appointment with doctor on august 26 at 10:30.